Event description:
Additional information: the device was returned for evaluation. During pre decontamination evaluation, it was determined that a pinhole leak was observed. A balloon rupture was not found. Investigation is underway.

Manufacturer narrative:
Corrected data: h6 device code. Additional data: b5, h10. The device was returned for evaluation. During pre decontamination evaluation, it was determined that a pinhole leak was observed. A balloon rupture was not found. Investigation is underway.

Manufacturer narrative:
Additional information: h6, h10 the 26mm commander delivery system was returned with the atrion attached (filled with 24ml fluid), fully inserted through the full loader assembly. A kink on the guidewire lumen was observed, likely due to packaging. Due to the nature of the complaint (leakage), no functional testing was able to be performed. The inflation balloon double wall thickness was measured to determine if there were any product nonconformances that may have contributed to the pinhole observed. All measurements taken of the balloon single wall thickness met the specification. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event. As the returned device meets specification with no evidence to support a manufacturing design defect has contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU and training manuals were reviewed: IFU for commander delivery system with s3u, device preparation manual, device training manual and IFU for commander delivery system with s3u. Balloon burst : if delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst: step by step: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps. Attempt to visualize location of tear either in tee or via angio through the pigtail or catheter or delivery system. When removing, ensure the catheter delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the commander delivery system (all models and sizes) was performed. Prior similar closed complaints were reviewed for similar events and root cause identification. A risk assessment was performed on the reported event and reveal the following the risk of difficulty and or inability of inflating the balloon intraprocedurally and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on proper system preparation and inflation deflation techniques. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with inability to inflate the balloon intraprocedurally. Therefore, the review of risk management file is complete, and no further action is required. Since no product non conformances or IFU training manual deficiencies were identified, no escalation to a product risk assessment (pra) was required. Since no edwards defect was identified, no corrective or preventative actions (CAPA) are required. The reported event was confirmed by the provided imagery and condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the 26mm commander delivery system balloon ruptured when it was partially inflated on calcium during inflation. The presence of annular and leaflet calcification, as evidenced by the provided imagery, can create a challenging anatomy for balloon positioning and inflation. It is possible that the inflation balloon caught on calcification during positioning, resulting in balloon damage and the inability to fully inflate the balloon. Available information suggests that patient factors (calcification) may have contributed to the reported event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, during deployment of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26mm commander delivery system balloon ruptured when it was partially inflated on calcium during inflation. A second system prepped, and valve was fully deployed with no issues. There were no negative outcomes or patient injury. There was no bav and no extra volume in balloon. The device is to be returned for evaluation.